Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 18756240 description: next generation anchor kit-sterile it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a (B)(6) infection at the surgical wound sites. Symptoms were leakage from the incision site, low grade fever and serous fluid on the wound. Antibiotics were prescribed. The physician did not suspect the infection to be procedure or device related. The patient underwent an explant procedure.